Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The physician advanced the taxus liberte 3.00 x 12mm stent to the target lesion. Prior to deploying the stent, the physician was unable to advance to taxus liberte stent past a previoulsly deployed stent. The taxus liberte stent was withdrawn from the body without injury to the patient. It was decided to abort the procedure. The patient status is indicated to "good". This product is only ous approved, but it is similar to a marketed us device.